Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that at 11:19am on (B)(6) 2017, he obtained an alleged inaccurately high blood glucose result on the subject meter of 299 mg/dl. Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). He indicated that after obtaining the result, he had injected himself with 30 units of humalog insulin. He reported that about an hour later, at 12:30pm, he became sweaty and shaky. He indicated that he tested his blood glucose level again on the subject meter, obtaining a result of 134 mg/dl which he considered was too high for the way he was feeling. He reported that he consumed a candy bar and other sugars to treat his symptoms. The patient denied using any other device to test his blood glucose levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the cca also noted that the patient¿s test strips had been removed from their vial and stored incorrectly in a pouch. Education on the correct test strip storage was provided by the cca. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky and sweaty, after obtaining an alleged inaccurately high result on the subject meter and injecting insulin. Although the patient had been storing his test strips outside their vial, invalidating the results obtained, the subject meter could not be ruled out as a cause or contributor to the event.